Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c co2 results. The following results were provided (normal co2 range 18-32 mmol/l): instrument sn: (B)(6). Sid (B)(6), (B)(6) 2025, initial result 21 mmol/l, previous result 26 mmol/l, sid (B)(6), (B)(6) 2025, initial result 23 mmol/l, previous result 46 mmol/l (on (B)(6) 2025). Instrument sn: (B)(6). Sid (B)(6), (B)(6) 2025, initial result 20 mmol/l, previous result 26 mmol/l (on (B)(6) 2025), sid (B)(6), (B)(6) 2025, initial result 20 mmol/l, previous result 24 mmol/l (on (B)(6) 2025). No impact to patient management was reported.

Manufacturer narrative:
Corrected data found in section b3 date of event. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The customer stated that since they started using a different calibrator lot and replaced the dry tips, they noticed an improvement in co2 results. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed alinity c co2 results. The following results were provided (normal co2 range 18-32 mmol/l): instrument sn: (B)(6). Sid (B)(6), (B)(6) 2025 initial result 21 mmol/l, previous result 26 mmol/l, sid (B)(6), (B)(6) 2025 initial result 23 mmol/l, previous result 46 mmol/l (on (B)(6) 2025) . Instrument sn: (B)(6). Sid (B)(6), (B)(6) 2025, initial result 20 mmol/l, previous result 26 mmol/l (on (B)(6) 2025), sid (B)(6), (B)(6) 2025 initial result 20 mmol/l, previous result 24 mmol/l (on (B)(6) 2025). No impact to patient management was reported.